Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently underway. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon separated from the catheter shaft during removal through the introducer sheath. Reportedly, the pta balloon catheter became caught in the sheath. The pta balloon separated from the catheter shaft and remained inside the sheath. The sheath, the balloon catheter and the pta balloon were removed as a single unit without any complications. No pt injury.